Event description:
The customer reported via phone call that the insulin pump was not delivering the correct bolus amount and he experienced a low blood glucose event of 35 mg/dl on (B)(6) 2012 and the insulin pump did not alarm. The customer was not hospitalized. The customer also reported she experienced sensor reading discrepancies. The sensor was reading 40 mg/dl and her blood glucose was 167 mg/dl. It was found that the sensors were expired. The customer was advised to change the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-17389.